Manufacturer narrative:
The insulin pump had button error alarm and no button response due to moisture damage keypad trace. The insulin pump was unable to performed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test due to keypad anomaly. The insulin pump had scratched lcd window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip. No moisture damage electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received a button error alarm. The customer reported that the insulin pump was exposed to rain. The customer reported that they over treated the blood glucose which caused the low blood glucose. The customer's blood glucose was 46 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with food. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.